Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel, causing pacing inhibition with pauses of up to 6 seconds for this pacemaker dependent patient. The noise was viewed via the remote monitoring system. It was noted that the patient would be brought in for testing. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient returned to their clinic for lead testing. The patient noted that they had recently experienced several episodes of dizziness lasting 2 to 3 minutes. The patient did not have any falls. The rv lead noise could not be reproduced; however, a lead revision would be performed due to the noise on the stored electrograms. The rv sensitivity was reprogrammed to the least sensitive setting. The lead revision was performed and the lead was extracted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.